Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer, and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative performed a visual inspection on the smart cable and reported the hdmi connector on the cable had multiple damaged pins. The verathon technical service representative determined they were unable to perform further testing to the glidescope core smart cable based on the damage found to the hdmi connector pins. Upon completion of the evaluation the returned glidescope core smart cable was scrapped, as it had already been replaced prior to its return to verathon, and there currently being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends. In the glidescope core operations and maintenance manual (omm), it notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of the following information found in the devices corresponding omm.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image on the screen flickers off and on. After the procedure, a biomed technician evaluated the smart cable, and reported the connector was "wobbly" and "flexes." When the biomed technician manipulated the device, they reported seeing the image turn yellow and orange with broken lines. The reported issue was isolated by the biomed technician to just the glidescope core smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.